Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. Upon evaluation, the response buttons were damaged. The cause for the inability to activate the device is the damaged response buttons. The root cause for the damaged rear response button cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged response buttons. The patient received a replacement monitor.

Event description:
A (B)(6) male patient contacted zoll customer support to report that the response buttons will not activate the device. The patient was issued a replacement monitor.